Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that device got stuck when inserting implant, there is fracture risk.procedure was completed using another a second device.